Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called to request a cycler replacement due to drain issues. A review of the patient's treatment on the cycler was done. The reported drain volume 3940 was 197% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
External visual inspection showed no signs of any physical damage. The heater/tray scale was not obstructed. Two similar treatments were performed using the received cycler and there was no alarms during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill was weighed. The weighted fluid volumes were compared against the programmed fill value and the weighted volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The system air leak and valve actuation tests passed. The load cell and verification were within tolerance. The patient sensor calibration check passed. There were no internal inspection discrepancies. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.